Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 mixed tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip was successfully implanted. During deployment sequence of the second triclip, the anterior leaflet was observed to be damaged while positioning the clip. The clip was removed from the anatomy. The tr was reduced to grade 4 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.